Manufacturer narrative:
Model number/catalog number 72404127, serial number n/a, batch/lot number 1100604535, model/catalog description control pump fgs iz, unique identifier (UDI) # (B)(4). Model number/catalog number 72400024, serial number n/a, batch/lot number 1100633629, model/catalog description balloon fgs 61-70 cm, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported mechanical issue, fluid leak, hole/perforated and the reported patient symptom of urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed; fluid loss and non-functioning device issues and altered therapeutic response are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and reported that the device had stopped working. The physician scanned the balloon and found it empty. A surgical procedure was performed during which the aus was removed and replaced. The explanted cuff was tested, and two perforations were identified which caused the fluid loss. No further patient complications were reported.